Event description:
From original medwatch form: "I had laser eye surgery - left -eye with a visx star s2 laser at the eye ctr of xxxxxxxxxxx. I now have a decentered ablation that has left me unable to function in the low light of night-time conditions."